Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left transverse sinus venous using penumbra smart coils (smart coils). During the procedure, the physician successfully placed (B)(4) smart coils and (B)(4) coils using a non-penumbra microcatheter. The physician was then unable to advance another smart coil out of its introducer sheath and into hub of the microcatheter. Therefore, the smart coil was removed, and the procedure was completed using a new smart coil and additional coils with the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the embolization coil was intact with the pusher assembly and had offset coil winds near its proximal end. The pusher assembly was kinked approximately 119.0 and 122.0 cm from the proximal end. Conclusions: evaluation of the returned devices revealed the embolization coil had offset coil winds near its proximal end. If the introducer sheath is not properly aligned in the hub of the microcatheter prior to advancement, resistance may be experienced, and offset coil winds may occur. The offset coil winds caused resistance when advancing the smart coil during functional testing. The kinks in the pusher assembly likely occurred due to forceful advancement of the smart coil against resistance. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.